Event description:
It was reported by the olympus representative, the probe on the evis lucera ultrasound gastrovideoscope was bad. No patient harm reported. During the evaluation of the device, it was noted the adhesive around the ultrasonic probe was missing. This report is to capture the reportable malfunction of the adhesive around the ultrasonic probe was missing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was something wrong with the ultrasound image due to damage to the ultrasound probe (sound line missing). The bending section cover adhesive part was cracked. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There was a gap in the adhesive part between the tip cover and the cover. There was not enough adhesive in the screw holes on the tip cover. There were scratches on the cover tube at the insertion part and the paint on the air / water supply cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive missing likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.